Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at an unspecified time on (B)(6) 2015 when readings of 280, 290 and 306mg/dl were obtained using the subject meter compared to readings of 112, 115 and 117mg/dl obtained using another device (brand unknown), all readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using an insulin pump, and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient stated experiencing symptoms of shaky, sweaty and disoriented approximately 6-7 hours after the alleged issue occurred, and reportedly self-treated by taking some glucose tablets/gel later on (B)(6) 2015 in response to the reported issue. The patient confirmed that her blood glucose was measured using another meter (brand unknown) with a reading of 36mg/dl, although, the time of the result is not known. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and an approved sample site was being used. The csr was unable to determine if the patient's testing technique was correct or if the test strips were stored properly and within expiry. Replacement products have been sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.